Event description:
It was reported that recanalization was performed of a long occluded calcified segment in the right coronary artery (rca) with both retrograde and antegrade collaterals using a pilot 50 guide wire. Due to difficult passage of a non-abbott guide wire, rotablation was performed. After rotablation, pre-dilatation was performed using a trek 2.5mm x 20mm balloon at 10 atmospheres with acceptable deflation time. Two xience prime stents were implanted (3.0 x 38mm proximal and 2.5 x 38mm distal). Post dilatation was performed using a 3.0x20 trek balloon. The balloon was inflated one time to 10 atmospheres. Reportedly, the physician indicated that the balloon deflation time was slow and took too long although complete balloon deflation was ultimately achieved. There was no adverse patient effect and no significant clinical delay in the procedure. Reportedly, the device was not prepped per the instructions for use prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50. Inflation: encore. Guide cath: jr 4 bsx. Stent: xience prime 3.0x38 and 2.5x38. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the trek catheter noted blood visible on the balloon and on the shaft and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There were multiple bends in the entire length of the hypotube. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. The total length of the balloon catheter was measured and met manufacturing criteria. An indeflator, filled with 5 milliliters of gastrografin diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure with no damage noted to the balloon. The reported difficulties were unable to be confirmed as the deflation times were measured and met manufacturing criteria. It was reported the balloon was used in a heavily calcified lesion, which may have contributed to the reported difficulties. It is possible the anatomy narrowed the inflation lumen contributing to the reported difficulty to deflate; however this could not be confirmed. Incidentally, as the noted bends to the hypotube do not appear to have contributed to the reported difficulties deflating the balloon, it is likely that they occurred during the procedure or during packing for return analysis. It was reported the balloon was not submerged in saline prior to use. It should be noted the trek rx instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. However, the failure to soak the balloon prior to use does not appear to have contributed to the reported difficulties. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.